Event description:
It was reported the device will not turn on. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; battery contacts defective (not seated). Analysis also found the upper case, lower case, two side bail covers, ring cover, and battery drawer are broken. Battery release is contaminated. Two case screws are wrong part. (B)(4).